Manufacturer narrative:
H3 other text : the device remains implanted in the patient.

Event description:
It was reported that post successful procedure on (B)(6) 2022 for left internal carotid artery-ophthalmic (c6 segment) with the subject flow diverter, day after 3m angiography patient had neurological deficit left eye disorder. Per investigator it was considered as a tia a (transient ischemic attack) . Adverse event required restarting of ticagrelor medication. Cta (cardiac computed tomography angiography) was normal. According to cec (clinical events committee) adjudication, this adverse event had a possible relationship with the subject flow diverting stent and dapt (dual anti-platelet therapy). Adverse event was recovered/resolved on the same day. No additional information available.

Manufacturer narrative:
Although the DHR (device history record) could not be reviewed because the lot number remains unknown, there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. An assignable cause of anticipated procedural complication will be assigned to the reported event 'patient tia (transient ischemic attack)¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that post successful procedure on (B)(6) 2022 for left internal carotid artery-ophthalmic (c6 segment) with the subject flow diverter, day after 3m angiography patient had neurological deficit left eye disorder. Per investigator it was considered as a tia a (transient ischemic attack) . Adverse event required restarting of ticagrelor medication. Cta (cardiac computed tomography angiography) was normal. According to cec (clinical events committee) adjudication, this adverse event had a possible relationship with the subject flow diverting stent and dapt (dual anti-platelet therapy). Adverse event was recovered/resolved on the same day. No additional information available.